Event description:
It was reported embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, transesophageal echocardiography (tee) showed that the closure device had embolized into the left ventricle outflow tract (lvot). The patient was sent to surgery to have the closure device explanted and the appendage ligated. There were no further complications, and the patient was discharged (B)(6) 2025.